Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 556 mg/dl, which was treated with 15.0 units of insulin via manual injection. The customer stated that he believed that the insulin pump was under-delivering insulin. He stated that he suffered ketones due to a bent infusion set cannula, preventing proper insulin delivery. The most recent blood glucose reading was 153 mg/dl after treatment. Upon troubleshooting, the insulin pump passed the displacement test and was operating as designed. The customer was advised to monitor the blood glucose levels and the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.